Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2017; 5076-52 lead, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was very infrequent and intermittent twos (t-wave oversensing) post-bi-ventricular pace. Sensitivity was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.